Manufacturer narrative:
On december 7, 2018, this thermocool® smart touch® sf bi-directional navigation catheter was received by the biosense webster product analysis lab as a wrong device under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a temperature issue. The first visual finding from the biosense webster product analysis lab for this wrong device received was that the peek housing was cracked and rough at the transitional area approximately 1.6 cm from the distal tip. The issues of the peek housing being cracked and rough at the transitional area were assessed as reportable issues. The device was then shipped to the final analysis site, however, the device was lost. According to documentation available, the shipping manifest record shows that record associated to this mismatch device should have been a part of the shipment. An exhaustive search in the analysis site and product mismatch area was performed and the device was not present in the areas. Furthermore, had it been received and processed, it would have been captured at the disposal process. Further investigation supports this outcome as other devices contained in the shipment were processed. After investigation and evaluation of facts above, the data suggests that the mismatch device was not included in the identified shipment to the analysis site. Therefore, photographic analysis on available evidence of returned device was performed. It can be determined that the peek housing was cracked, the rest of the device could not be evaluated based on the picture. It can be assumed that the bump between the tip and the peek housing could be related to t-bar slippage. The root cause of the t-bar slippage cannot be determined; however, an internal corrective action was created to investigate this issue. The device history record (DHR) for the lot number 30061773l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Although no malfunction is reported for the device, the findings could be related with a deflection issue. However, none of those can be conclusively determined. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
On (B)(6) 2018, this thermocool® smart touch® sf bi-directional navigation catheter was received by the biosense webster product analysis lab as a wrong device under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a temperature issue. The first visual finding from the biosense webster product analysis lab for this wrong device received was that the peek housing was cracked and rough at the transitional area approximately 1.6 cm from the distal tip. The issues of the peek housing being cracked and rough at the transitional area were assessed as reportable issues. An investigation was performed to determine if this device belonged to this complaint or any other existing complaint. Additional information was received stating that this product does not belong to any complaint. Therefore, since we were unable to determine if there is an existing manufacturer reference number and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) to conservatively report this returned catheter condition. The awareness date is (B)(4) 2018.

Manufacturer narrative:
The device history record was provided on (B)(6)2019. The device history record (DHR) for the lot number 30061773l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Therefore, method codes of "analysis of production records" has been added. Manufacturer's reference number: (B)(4).